Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks when the patient would lie on their left side due to oversensing of atrial fibrillation (af). Movement of the s-ICD was suspected. The s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received that this electrode was explanted due to infection. Additional information is being requested from the field. Additional information was received indicating the s-ICD system had a high impedance alert. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks when the patient would lie on their left side due to oversensing of atrial fibrillation (af). Movement of the s-ICD was suspected. The s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received that this electrode was explanted due to infection. Additional information is being requested from the field.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks when the patient would lie on their left side due to oversensing of atrial fibrillation (af). Movement of the s-ICD was suspected. The s-ICD system remains in service. No additional adverse patient effects were reported.